Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. Insulin pump received with minor scratches on lcd window and broken belt clip slot.

Event description:
It was reported, the customer received a compromised force sensor system alarm. Customer's blood glucose was 159 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer stated, they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.